Event description:
It was reported that the customer experienced leaking reservoirs. Customer was hospitalized due to high blood glucose. Customer believes the leaking reservoirs cause the high blood glucose reading. Customer was treated with an insulin drip and IV fluids. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-96364.